Event description:
Intubated with #8 endotracheal tube, developed a leak and unable to maintain tidal volume with mechanical ventilation. Critically ill and unstable et tube was then exchanged with a tube exchanger. Pt lost her pulse acls protocol followed. New tube was removed and she was ventilated using bag-valve. Pt developed pea and expired.